Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy nos, headache, goiter, anxiety, adnexal mass and heartburn. Concurrent conditions included fever, abdominal pain, vaginal bleeding, irregular menstruation, uterine bleeding, bleed in luteal cyst, meningitis serosa circumscripta, hemorrhagic cyst, chest pain, vomiting, loose stools, nausea, wrist pain, ovarian cyst, uterine bleeding, migraine, insomnia, low back pain, endometriosis externa and pelvic adhesions. Concomitant products included oxycocet (percocet) for female sterilisation as well as solpadeine (tylenol 1). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), tooth disorder ("dental issues"), depression ("depression") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (novasure endometrial ablation). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, weight increased, tooth disorder, depression and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, depression, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical record received. Concomitant and historical conditions were added. Surgery aaded to the event: genital haemorrhage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy nos, headache, goiter, anxiety, adnexal mass and heartburn. Concurrent conditions included fever, abdominal pain, vaginal bleeding, irregular menstruation, uterine bleeding, bleed in luteal cyst, meningitis serosa circumscripta, hemorrhagic cyst, chest pain, vomiting, loose stools, nausea, wrist pain, ovarian cyst, uterine bleeding, migraine, insomnia, low back pain, endometriosis externa and pelvic adhesions. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for female sterilisation as well as paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, autoimmune disorder, hypersensitivity, weight increased, tooth disorder, depression, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Discrepancy noted in date of insertion (B)(6) 2011 and removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis: 1) ovarian tissue, side not specified, debridement: - old blood and fragments of benign mesothelium. 2) uterus and cervix, hysterectomy; ovarian tissue, excision ; bilateral ovaries, oophorectomy: - cervix - benign endocervical polyp, 5 mm. - endometrium - ablated with focal inactive pattern. - myometrium - essure coils, bilateral cornu. - serosa - fibrous adhesions, focal. - weight - 57 grams. - ovaries - nonepitheliallined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. - periovarian tissue - benign mesovarium with focal mesothelial cell hyperplasia. - s/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: new events added: migration, perforation. Cluster ID were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy nos, headache, goiter, anxiety, adnexal mass and heartburn. Concurrent conditions included fever, abdominal pain, vaginal bleeding, irregular menstruation, uterine bleeding, bleed in luteal cyst, meningitis serosa circumscripta, hemorrhagic cyst, chest pain, vomiting, loose stools, nausea, wrist pain, ovarian cyst, uterine bleeding, migraine, insomnia, low back pain, endometriosis externa and pelvic adhesions. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for female sterilisation as well as paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, weight increased, tooth disorder, depression, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, depression, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis: 1) ovarian tissue, side not specified, debridement: - old blood and fragments of benign mesothelium. 2) uterus and cervix, hysterectomy; ovarian tissue, excision ; bilateral ovaries, oophorectomy: - cervix - benign endocervical polyp, 5 mm. - endometrium - ablated with focal inactive pattern. - myometrium - essure coils, bilateral cornu. - serosa - fibrous adhesions, focal. - weight - 57 grams. - ovaries - no epithelial lined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. - periovarian tissue - benign mesovarium with focal mesothelial cell hyperplasia. - s/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Event abdominal pain was added. Lab data was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy nos, headache, goiter, anxiety, adnexal mass and heartburn. Concurrent conditions included fever, abdominal pain, vaginal bleeding, irregular menstruation, uterine bleeding, bleed in luteal cyst, meningitis serosa circumscripta, hemorrhagic cyst, chest pain, vomiting, loose stools, nausea, wrist pain, ovarian cyst, uterine bleeding, migraine, insomnia, low back pain, endometriosis externa and pelvic adhesions. Concomitant products included oxycodone hydrochloride; paracetamol (percocet) for female sterilisation as well as paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure endometrial ablation and she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, autoimmune disorder, hypersensitivity, weight increased, tooth disorder, depression, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Discrepancy noted in date of insertion (B)(6) 2011 and removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: diagnosis: 1) ovarian tissue, side not specified, debridement: - old blood and fragments of benign mesothelium. 2) uterus and cervix, hysterectomy; ovarian tissue, excision ; bilateral ovaries, oophorectomy: - cervix - benign endocervical polyp, 5 mm. - endometrium - ablated with focal inactive pattern. - myometrium - essure coils, bilateral cornu. - serosa - fibrous adhesions, focal. - weight - 57 grams. - ovaries - nonepitheliallined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. - periovarian tissue - benign mesovarium with focal mesothelial cell hyperplasia. - s/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of heartburn, adnexal mass, anxiety, goiter, headache and pregnancy nos. Concurrent conditions were listed as pelvic adhesions, endometriosis externa, low back pain, insomnia, migraine, uterine bleeding, ovarian cyst, wrist pain, nausea, loose stools, vomiting, chest pain, hemorrhagic cyst, meningitis serosa circumscripta, bleed in luteal cyst, uterine bleeding, irregular menstruation, vaginal bleeding, abdominal pain and fever. Concomitant products included percocet [oxycodone hydrochloride;paracetamol] for female sterilisation and tylenol (paracetamol). On (B)(6) 2011, the patient had essure inserted. Essure was removed in (B)(6) 2016. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - uterus & cervix and novasure endometrial ablation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure administration. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Discrepancy noted in date of insertion (B)(6) 2011 and removal (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: 1) ovarian tissue, side not specified, debridement: - old blood and fragments of benign mesothelium. 2) uterus and cervix, hysterectomy; ovarian tissue, excision ; bilateral ovaries, oophorectomy: - cervix - benign endocervical polyp, 5 mm. - endometrium - ablated with focal inactive pattern. - myometrium - essure coils, bilateral cornu. - serosa - fibrous adhesions, focal. - weight - 57 grams. - ovaries - nonepitheliallined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. - periovarian tissue - benign mesovarium with focal mesothelial cell hyperplasia. - s/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of heartburn, adnexal mass, anxiety, goiter, headache and pregnancy nos. Concurrent conditions were listed as pelvic adhesions, endometriosis externa, low back pain, insomnia, migraine, uterine bleeding, ovarian cyst, wrist pain, nausea, loose stools, vomiting, chest pain, hemorrhagic cyst, meningitis serosa circumscripta, bleed in luteal cyst, uterine bleeding, irregular menstruation, vaginal bleeding, abdominal pain and fever. Concomitant products included percocet [oxycodone hydrochloride; paracetamol] for female sterilisation and tylenol (paracetamol). On (B)(6) 2011, the patient had essure inserted. Essure was removed in (B)(6) 2016. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - uterus & cervix and novasure endometrial ablation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure administration. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Discrepancy noted in date of insertion (B)(6) 2011 and removal (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: ovarian tissue, side not specified, debridement: old blood and fragments of benign mesothelium. Uterus and cervix, hysterectomy; ovarian tissue, excision ; bilateral ovaries, oophorectomy: cervix - benign endocervical polyp, 5 mm. Endometrium: ablated with focal inactive pattern. Myometrium: essure coils, bilateral cornu. Serosa: fibrous adhesions, focal. Weight: 57 grams. Ovaries: nonepitheliallined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. Periovarian tissue: benign mesovarium with focal mesothelial cell hyperplasia. S/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter, reference added, fu mark significant due to imdrf codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted (lot no. 789036) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain in 2015 and iron deficiency anemia, heartburn, adnexal mass, anxiety, goiter, headache and pregnancy nos. Previously administered products included: depo provera. Concurrent conditions were listed as pelvic adhesions, endometriosis externa, low back pain, insomnia, migraine, uterine bleeding, ovarian cyst, wrist pain, nausea, loose stools, vomiting, chest pain, hemorrhagic cyst, meningitis serosa circumscripta, bleed in luteal cyst, uterine bleeding, irregular menstruation, vaginal bleeding, abdominal pain and fever. Concomitant products included percocet [oxycodone hydrochloride;paracetamol] for female sterilisation and tylenol (paracetamol). On (B)(6) 2011, the patient had essure inserted. Essure was removed in (B)(6) 2016. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain/pain"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - uterus and cervix and novasure endometrial ablation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure administration. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Discrepancy noted in date of insertion (B)(6) 2011 and removal (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: ovarian tissue, side not specified, debridement: old blood and fragments of benign mesothelium. Uterus and cervix, hysterectomy; ovarian tissue, excision; bilateral ovaries, oophorectomy: cervix: benign endocervical polyp, 5 mm. Endometrium: ablated with focal inactive pattern. Myometrium: essure coils, bilateral cornu. Serosa: fibrous adhesions, focal. Weight: 57 grams. Ovaries: nonepitheliallined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. Periovarian tissue: benign mesovarium with focal mesothelial cell hyperplasia. S/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters, medical history, inidctaion, and lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted (lot no. 789036) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain in 2015 and iron deficiency anemia, heartburn, adnexal mass, anxiety, goiter, headache and pregnancy nos. Previously administered products included: depo provera. Concurrent conditions were listed as pelvic adhesions, endometriosis externa, low back pain, insomnia, migraine, uterine bleeding, ovarian cyst, wrist pain, nausea, loose stools, vomiting, chest pain, hemorrhagic cyst, meningitis serosa circumscripta, bleed in luteal cyst, uterine bleeding, irregular menstruation, vaginal bleeding, abdominal pain and fever. Concomitant products included percocet [oxycodone hydrochloride;paracetamol] for female sterilisation and tylenol (paracetamol). On (B)(6) 2011, the patient had essure inserted. Essure was removed in (B)(6) 2016. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain/pain"), autoimmune disorder ("autoimmune disorder"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression"), dyspareunia ("pain with intercourse") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy - uterus & cervix and novasure endometrial ablation). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, autoimmune disorder, depression, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, perforation, tooth disorder and weight increased to be related to essure administration. The reporter commented: patient need for additional surgery. At the time of insertion approximately 6 coils were seen on the right side and on the left side approximately 4 coils were seen. Discrepancy noted in date of insertion (B)(6) 2011 and removal (B)(6) 2015, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: ovarian tissue, side not specified, debridement: old blood and fragments of benign mesothelium. Uterus and cervix, hysterectomy; ovarian tissue, excision; bilateral ovaries, oophorectomy: cervix: benign endocervical polyp, 5 mm. Endometrium: ablated with focal inactive pattern. Myometrium: essure coils, bilateral cornu. Serosa: fibrous adhesions, focal. Weight: 57 grams. Ovaries: nonepitheliallined benign hemorrhagic cyst, 4.2 cm, left; cystic follicles. Periovarian tissue: benign mesovarium with focal mesothelial cell hyperplasia. S/p bilateral salpingectomy. Clinical information: abnormal uterine bleeding, chronic female pelvic. Batch no.789036. Manufacture date:2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), tooth disorder ("dental issues"), depression ("depression") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, weight increased, tooth disorder, depression and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, depression, dyspareunia, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.